Manufacturer narrative:
The review of the batch record and inspection protocols of the reported device revealed no deviation. All qc criteria were within specification according to the batch record.

Event description:
One of the disc of asd occluder looked abnormally shaped and wouldn't inflate/deflate outside of the body. New device taken and implanted without any issues.

Event description:
We were informed about an issue that one of the disc of asd occluder looked abnormally shaped and wouldn't inflate/deflate outside of the body. New device taken and implanted without any issues.

Manufacturer narrative:
The review of the batch record and inspection protocols revealed no deviation. The visual inspection/functional investigation did not confirm the complained event. A device-related failure of the reported asd has been excluded; however, the definitive cause of the event reported at the customer site remains undetermined. It is assumed that incomplete engagement between the occluder and the pusher during the loading process led to shape deformation of the asd during sheath retraction.